Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a neuromonitor basic kit (ID 826631) could not be zeroed during pre-testing. Two icp monitors (ID 826635) was used, still the same issue. The procedure was completed with a replacement product available. No patient contact/injury reported; however, a 30-minute surgical delay was noted.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 5421615 (sn (B)(6)), and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. Icp express passed with reading 498. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.